Event description:
It was reported that the pt had headaches. The pt was seen by a nurse practitioner (np) regarding a refill, and it was noticed that the pt's pump had more then expected left in the pump. It was further noted that "it was not big enough difference to worry". On the pt's next refill visit, the difference in calculated drug left in the pump vs. The actual amount was "drastically" different. During the refill visit. The pt showed she could flip her pump. Surgery was scheduled under the premise that something had happened to the catheter from the pt flipping the pump. During surgery the physician went into the pump pocket, and determined that the catheter was completely twisted. An occlusion was further noted. The physician cut off the part of the catheter that was twisted; and added an addition catheter with a splice kit. The catheter was then reattached to the pump; and a dye study was performed. A large hole in the catheter, near the anchoring site, was found. The entire catheter was then replaced. It was decided to refill the pump with new drug before reattaching the catheter, in order to make sure they knew how much drug was "in there". When the np went to empty the pump, she only got back 15 cc; and the calculated/expected amount was 38cc. Because this was not the first time the pump was found to contain an unexpected amount of drug, the physician decided to not take any chances and replaced the pump. The pt had recovered without sequela. The drug delivered was lioresal.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.